Event description:
As reported, in 2007, this patient was implanted with gore excluder aaa endoprostheses. A proximal type I endoleak was identified at the one month follow-up examination. The physician believed that the trunk-ipsilateral leg component had migrated distally. On four months later, a successful reintervention took place using two aortic extender components.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please not that this event has already been reported under medwatch 2017233-2007-00448. However, upon review of the file, it was noted that this device was reported under the incorrect manufacturer report number. Therefore, this medwatch was created and submitted.